Event description:
It was reported that the patient had an artificial urinary sphincter. The patient did not feel it worked right. Since implant. The patient was seeking a new physician to follow up with as the implanting physician had retired. Additional information received indicated that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) due to the cuff not closing when cycling the system. A replacement surgery was performed in which all the components were removed and replaced. During the procedure the physician did not see fluid in the nine year old system. A hole in the cuff was identified as the source of the fluid loss.

Manufacturer narrative:
The device was not returned so no physical analysis could be conducted. Based on the information available, the probable cause of the reported event could not be determined so an evaluation conclusion code of cause not established was assigned to this event.

Event description:
It was reported that the patient had an artificial urinary sphincter. The patient did not feel it worked right. Since implant. The patient was seeking a new physician to follow up with as the implanting physician had retired.